Event description:
It was reported that the patient presented to his physician because he was not able to get his new inflatable penile prosthesis (ipp) device to work. The doctor tried several times to cycle the device but the pump would stay flat. The physician also tried to force fluid back into the pump to get the device to work, but the device still did not work. During the revision surgery the surgeon removed some scar tissue from around the tubing. The pump then cycled perfectly.